Manufacturer narrative:
On 06-mar-2023 product investigation results: product was identified as a non genuine oral b product, it was not manufactured under p&g control.

Event description:
Brush head keeps slipping off from the hand piece - oral-b [device breakage]. Product counterfeit - oral-b [product counterfeit]. Case narrative: consumer via e-mail stated that the oral-b toothbrush head kept slipping off from the oral-b genius toothbrush hand piece while they were brushing. No injury was reported. On 31-jan-2023 follow up via e-mail: the suspect product was oral-b power rechargeable toothbrush handle 3765 genius 9200w model d701.545.6xc. The suspect product lot was bc803052047. No injury was reported. 0on 6-mar-2023 product investigation results: the suspect product was confirmed to be oral-b power oral care refills. The concomitant product was confirmed to be oral-b power rechargeable toothbrush handle 3765 genius 9200w model d701.545.6xc. The product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported. On 08-mar-2023 case update: the suspect product was oral-b power oral care refills crossaction eb50black. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head keeps slipping off from the hand piece - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the oral-b toothbrush head kept slipping off from the oral-b genius toothbrush hand piece while they were brushing. No injury was reported. 31-jan-2023 follow up via e-mail: the suspect product was oral-b power rechargeable toothbrush handle 3765 genius 9200w model d701.545.6xc. The suspect product lot was bc803052047. No injury was reported.